Manufacturer narrative:
Merge healthcare has shipped cables and a usb adapter as well as new hard drives to the customer. Merge healthcare continues to work with the customer to resolve their issue.

Event description:
Merge eye station is intended to be used in conjunction with existing ophthalmic fundus cameras to take images of the eye, perform fluorescein angiography, red free, color and icg still-image photography as well as video imaging. Merge healthcare was contacted by a customer regarding the set up of a new camera. On (B)(6) 2016, the customer attempted to install the camera and received error messages. While another camera was sent to the customer, during use of that camera an error message occurred and the software shut down once a procedure was started. Merge healthcare support continues to work with the customer to resolve their issue. The customer has indicated that this issue is affecting the way the eye care professional documents the retina and determine the pathology of the eye. While there was no indication of patient harm, this issue is being reported due to the potential for harm related to the inability to diagnosis with comprehensive diagnosing information. (B)(4).

Manufacturer narrative:
Additional information: this supplemental report is submitted to the FDA in accordance with the applicable regulations and as indicated by merge healthcare in the initial report submitted 09/21/2016. During troubleshooting efforts between the customer and merge technical support, the computer was received for evaluation. It was found that the error code, was occurring as a result of corrupted software. On 11/16/2016, a replacement t1700 and a mr camera was shipped to the customer. The customer noticed the system was received in a damaged package and when set up, was not working properly. On 11/17/2016, another system was shipped to the customer and set up. No more issues occurred once the second replacement system was sent. Corrected data: a patient identifier: unknown. Is this a single-unit device that was reprocessed and reused on a patient: no. Date returned to manufacturer: 01/16/2017. Device evaluated by manufacturer: changed from no to yes. Event problem and evaluation codes- method: 10. Results: 104. Evaluations: 51. Replace. Chanced from initial use to reuse.